Event description:
It was reported that a 2.0mm coupler would not close properly during a diep free flap. The pins on the device would not meet. A new 2.0mm coupler was used to complete the anastomosis. The pt is reported to be fine.

Manufacturer narrative:
The 2.0mm coupler device (ringes and winged jaw assembly) involved in the incident was returned for eval. No functional testing was performed on the returned rings because they were stuck together. The jaw assembly had no defects. The rings appear to have come together with one ring slightly higher in the jaw assembly than the opposing ring. There also looked to be some minor rotation in one ring. There also looked to be come minor rotation in one ring. There was no evidence of any bent pins or any other defect to the rings. The rings are designed to slide and the surgeon is instructed to verify that the rings are seated in the jaw prior to closure using the anastomotic instrument. It is unable to be confirmed if the rings were misaligned at the start of the anastomosis or just prior to ring closure. According to the device history record, the devices met spec prior to market release. One hundred percent functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the mfg process.